Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report six of seven for the same event; see previously submitted 0002184052-2016-00119. See also 0002184052-2016-00120 through 00123, and 00125.

Event description:
The sales associate reported 2 screws had popped on the doctor during a fused kaiphosis revision procedure. The doctor is replacing with lineum and extending into thoracic spine with polaris product.

Manufacturer narrative:
The returned screw was functionally tested with mating parts. It accepted the closure top and functioned as expected. A review of the manufacturing records did not identify any issues which would have contributed to this event. The complaint cannot be confirmed for this screw.